Manufacturer narrative:
Ref (B)(4). During the investigation, fujifilm engineer has completed incident report and coil investigation report to resolved the issue.

Event description:
On december 6th 2023, fujifilm healthcare americas corporation was informed of an event involving sys/mr/oasis open+vertex ii. It was reported that the customer requested a review on an abdominal case. It was later reported that a dr. States that a known abdominal lesion was apparently missed on an exam completed on the velocity. There was no harm or injury to the patient. No additional information provided

Manufacturer narrative:
Ref comp (B)(4). The device is judged to be within system criteria and operating normality as a result of snr measurements. (Specification: 97. 8-147. 2 result: 121.3). After confirmation of images on report (m302 clinical science image review) by a qualified member of the fhc' s radiological technologist, it is concluded that the liver lesions in question are also visualized by the 1. 2 t oasis, although there are differences in the visibility of the different models. Fhc agrees with the result of hcus investigation which shows that this issue is due to the variances in the appearance of anatomical structures caused by the difference of mr system and scan parameters. It is recommended to use the same mr system and the same field strength when tracking a specific lesion in the same specimen.